Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the ra+seal plug was missing and a broken wrench tip was noted in the ra+ setscrew hex slot. In addition the lv seal plugs were torn and there was body fluid contamination in the lv- and ra- connector blocks. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the reported set screw issue had occurred.

Manufacturer narrative:
This device was removed and replaced. It is unknown whether the device will be returned for analysis. Should the device be returned for analysis, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a replacement procedure, difficulty was encountered loosening the atrial and right ventricular lead set screws despite using four different torque wrenches. An internal technical service consultant was contacted and provided recommendations, however the physician was already closing the pocket. The leads were reconnected to this device and placed back into the pocket. A further procedure was performed. The leads were removed without difficulty and reinserted into the replacement device. No adverse patient effects were reported.